Event description:
It was reported that the large window zipper is broken on a posey bed acute care/ltc canopy. No pt injury reported.

Manufacturer narrative:
Eval results: inspection shows that the large window a zipper slider body is open. On the left side d the bathroom left elastic is ripped.